Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no moisture damage on keypad traces, under lcd screen, electronic assembly or motor. All buttons functioned properly. Insulin pump had a cracked lcd window at corner, cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump had recently been exposed to rain water and that water was visible under the display screen. Customer also reported that the display screen was cracked. Blood glucose level was not provided. No further information was provided.